Event description:
A nurse opened the kit and saw a hair in the sterile packaging that contained the floseal matrix with the syringes. According to the sales rep, there was a single dark, centimeter long hair. He said that the packaging appeared to have been opened and was tamper evident. The customer used some of the diluent, but did not use any of the thrombin. Additional information received on (B)(6) 2010: the sales rep confirmed that the customer had opened the package. He stated that it was "tamper evident" because at the time he saw the floseal kit, the operating room at the hospital had already opened it.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in this case, the particulate has been described as a hair, seen inside the sterile package containing the floseal matrix syringes. The product has not been used on the patient. In case this hazard would reoccur, and the user would not visually identify the particulate, a worst case clinical scenario would lead to potential transfer to the surgical wound and a localized, minimal foreign body reaction, which only in exceptional cases may end up in a serious injury. (B)(6).